Event description:
It was reported that patient has pain in knee cap area. Patient states that she feels that her knee is in a vice grip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee.an evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that patient has pain in knee cap area. Patient states that she feels that her knee is in a vice grip.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided.